Event description:
It was reported by service report that the footend right siderail was stuck down. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the glide rods were bent on the footend right siderail.